Event description:
A review of programming history data revealed that high impedance was registered on the patient¿s vns system. The previous device diagnostic tests were within normal limits, and a subsequent test performed approximately a year later was also within normal limits. Follow up with the office of the treating physician did not identify potentially contributing trauma or manipulation. No additional pertinent information has been received to date.